Event description:
The technician alleged that the bed had no chair or trendelenburg functions. No patient impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.